Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot due to perpetual rebooting. The receiver download was unable to be retrieved due to perpetual rebooting. The device failed manual testing. The device was opened and the pcba board was removed. Speaker resistance was measured and within specification. The device passed global receiver communication testing and the intermittent sound test. The reported issue was not confirmed. A root cause could not be determined.